Event description:
The pt reportedly experienced pain during stimulation and decrease in performance. External equipment was exchanged; however, this did not resolve the issue. It was also reported that pt had fluid behind the eardrum. Testing confirmed that the device is not functioning. Separate surgeries to drain the fluid, the eardrum and to explant the pt's device will be scheduled.